Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-oct-2022. H6: investigation summary a sample was received and tested by our quality team. Initial visual inspection was performed and there were no superficial issues with the infusion device. Infusion with saline solution was performed and there was an issue with an occlusion within the set. The customer complained about separation but this could possibly be a result especially when using non bd devices with an occluded set. The occluded male luer portion was analyzed under microscope and the failure was found to be an excess application of solvent when assembling the set. A device history record review for model mp5301-c lot number 22045417 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxplus¿ extension set separated and leaked. The following information was provided by the initial reporter: we had one unit in which the luer end separated from the tubing while being hooked up. No harm to the patient but it did cause a blood spill.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ extension set separated and leaked. The following information was provided by the initial reporter: we had one unit in which the luer end separated from the tubing while being hooked up. No harm to the patient but it did cause a blood spill.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mp5301-c lot number 22045417 was performed. The search showed that a total of 25,603 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd maxplus¿ extension set separated and leaked. The following information was provided by the initial reporter: we had one unit in which the luer end separated from the tubing while being hooked up. No harm to the patient but it did cause a blood spill.